Event description:
The patient presented as an stemi on (B)(6) 2024. They were found to have patent coronaries with severe aortic insufficiency within a 34mm corevalve (implanted in 2017). The patient went into respiratory failure and was placed on bipap and intubated in the ICU. They were brought to the cath lab for planned tavr. They became hypotensive when the physician attempted to cross the aortic prosthesis with a .035 j wire and al1 catheter. Life saving measures were initiated, including CPR and epinephrine. The patient¿s heart function and blood pressure were unable to recover. They expired in the cath lab. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".